Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead measuring 67.5 cm from the distal end was returned for analysis. Final analysis found external insulation abrasions at 4.8cm to 6.5cm and 9.0cm to 10.0cm from distal region of the lead consistent with friction to another device or feature of the heart. Visual examination found other damage to the lead body which is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.